Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm, coyote balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm, coyote balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.